Event description:
One patient sample with initial creatinine result of 6.8 mg/dl. Same sample repeated gave result of 13.5 mg/dl. The initial result was reported, the patient was not adversely affected. The field service representative performed performance check tests which were within specification.